Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- trouble shooting: issue reported: schick sensor autofiring equipment type and model: schick 33 sensor serial number: (B)(6). 69 kit ws20003941 confirm sensor cable color: gray acquisition software & version: es v22 issue in one or all rooms: all rooms other sensors work with working remotes in room(s) with issue: yes pc name: vdd-ws-mjo996l4 schick driver version (programs and features) : current ae remote fw/fpga version: 1.5.140sensor fw version: 3.4 if remote issue: 2.0 or 3.0: tried different usb cable/usb port/b ypassed usb hubs/extenders: 3.0 remote: tried on a 3.0 and 2.0 usb port/cable clip connected: if sensor issue, replaced elastomer: y es if sensor issue, tried different sensor cable: yes if no response to radiation, confirmed xray head functional: additional troubleshooting steps/notes: replaced strip and cable, sensor still autofiring, sensor is inw, will RMA, explained RMA process and rsl and both sensors will carry remainder of original warranty. Solution description 01/23/2026; 09:43:50; sebastian cedeno (scedeno). Solution description: ptc troubleshot the issue and determined the sensor needs to be replaced.

Event description:
While the customer was using a part of an intraoral sensor system, schick33 s2 starter kit/3.0 interface 6', they allege the device self triggered, causing an x-ray image to be taken without prompting the device to take an image. No injury was reported from the alleged event.